Event description:
It was reported that this right ventricular (rv) lead shock impedance was measured to be high out of range. The lead shock impedance was high and averaged nearly 120 ohms, with slight increases that exceeded 125 ohms. Technical services (ts) recommended that the alert threshold be raised and to continue to monitor the patient. This rv lead remains in service. No adverse patient effects were reported.